Event description:
It was reported that during a prostate procedure the fiber "tip fell of f at 210,177 joules". Unknown if tip detached inside patient or if retrieval was required. A second fiber was used to complete the case. Patient outcome: "no injury to the patient". No further information was available.